Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began a week ago prior to contacting lfs. The cca was advised the patient manages her diabetes with metformin pills (1000 mg 2x a day). The patient continued to take her usual dose of medication. A week after the start of the alleged issue, the patient claimed she felt a symptom of shakiness. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter and the batteries did not need to be replaced. The cca tried to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(6) 2011 - device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k053529.